Event description:
Reporter alleged erratic blood glucose readings which mwasured 30, 100, and 70 mg/dl all performed within 10 minutes of each other. It was reported customer did not have any low blood glucose symptoms and does not change her medication based on the readings unless she measures 2 low results that are < 60 md/dl per her doctor's instruments. No actions were taken and no treatment was received as a result. A request was made for the return of the sduspect device and replacement product was sent.